Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) have not been yet been recovered from the field for evaluation. The device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. There is no indication at this time of any issue with the response buttons as they were used multiple times during the day of the event.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2018. It was reported that the patient lost consciousness prior to ems arriving and that the daughter was pressing the response buttons during the event. Review of the download data, indicates the patient entered ventricular tachycardia (vt) at 120 bpm that slowed to vt at 100 bpm at 19:51:26. The rate of the vt was below the physician prescribed rate threshold of 150 bpm. Gel was released at 19:51:51 and the response buttons were pressed 19:51:56 by the patient's daughter. Since the heart rate was below the treatment threshold and the response buttons were pressed, the patient was not treated by the lifevest. From 19:52:53 to 19:54:50 the patient was in an idioventricular rhythm at 80 bpm degrading to asystole with CPR artifact. Asystole was detected at 19:55:24 and the patient's rhythm was an idioventricular rhythm at 60 bpm that degraded to asystole with CPR artifact. The patient's last known rhythm was asystole with CPR artifact. The patient reportedly passed away while en route to the hospital via ems.